Manufacturer narrative:
(B)(4). Per the customer, the sample will not be returned to baxter for evaluation. Therefore, the reported condition of "overinfusion" could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported to baxter (B)(4) that one (1) folfusor sv device overinfused during patient therapy. According to the report, the device was filled with 43ml of 5-fluorouracil and 45ml of "physio." The device was expected to infuse in 44 hours, however, did so in 18 hours. There was patient involvement but no injury or medical intervention was reported. No additional information is available.